Event description:
During a meeting between baxter and (B)(6), it was noted, "(B)(6) reported three issues at (B)(6) related to drug infiltrates. At the time, very little info was known. Subsequent to report, we have been informed that none of the three issues appears to be a pump issue. Two issues related to an incorrect drug pushed and one issue was related to the use of an old IV site". Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The devices were not returned to baxter for evaluation and therefore an evaluation could not be completed. If the devices are returned, an evaluation will be completed and a supplemental report will be submitted.